Event description:
Add'l info was received via fax from the reporting internist in 2003. It was revealed that the pt received hyalgan injections in 2002. They received their third injection to the left knee in 2002. Six days later, they developed an acutely swollen, red and tender left knee. They were seen by an orthopedic surgeon, who empirically treated pt for a septic knee after aspiration and cultures. The cultures were negative and they underwent physical therapy as their primary treatment. On their last doctor's visit in 2003, the pt had 80-90% improvement in their range of motion. Their pain had resolved (except for baseline pain that they had prior). Add'l info received via a letter from thre pt to sanofi-synthelabo's legal dept in 2003. The pt wrote that they had been receving hyalgan injections from their personal physician. In 2002, they received the third injection on the left knee. 7 days later, their left knee became "paralyzed". In 2003, they asked their physician to contact sanofi-sunthelabo for a benevolence compensation program for lost wages. The pt retired in 2002. That evening their left leg began to stiffen up and they could barely walk. The next morning, they could not walk because their left leg was "paralyzed". It had all of the symptoms of a pinched sciatic nerve." The leg was described to be on fire with extreme pain, and they couldn't bend the knee or put weight on the leg. In addition, they couldn't sit, stand or walk. Pt went to a chiropractor for an adjustment, evaluation and x-rays. The following day, they began treatment with hot-cold packs and "tenz" machine. 2 days later, the pt had an MRI and scheduled an appointment with an orthopedic surgeon. The knee was so traumatized that they were unable to touch it during examination. The orthopedic surgeon sent the pt home for a week of bed rest to continue hot-cold treatment with the use of tens machine to reduce swelling and inflammation. After three weeks of the process, the orthopedic surgeon came to the conclusion that this problem was a reaction to hyalgan. They were familiar with other cases of this problem. During the next couple of months, the pain subsided and the swelling went down. However, pt still "couldn't walk, not even a step." During this time, they began 29 sessions of physical therapy. It was about three months before they could take the first step without the walker. The pt still has some soreness, and difficulty getting in and out of the car because the knee wouldn't bend enough. Pt gets very tired if they have to walk very far or stand for a long time. They have not worked since 2003. "It is not my plan to pursue litigation for some outlandish amount," but pt would like some help with lost income. Without the reaction to the injection pt would have been able to work this year. In response to a request, the reporter indicated that they have no record of the lot number of the injected hyalgan. Additional information was forwarded by the legal department of sanofi-synthelabo on 2004. Follow-up information was received in the form of the physician's progress notes and laboratory test findings. The patient presented for their first hyaluronic acid injection in their right knee in 2002 for the treatment significant degenerative arthritis. In 2002, the patient presented for their first hyaluronic acid injection in their left knee. In 2003, presented for follow-up. It was noted that they developed an acute monarthritis secondary to an inflammatory reaction to the hyaluronic acid injection. They were seen by an orthopedic surgeon and was enrolled in physical therapy. The patient stated that they are slowly getting motion back but still requires a walker. They stated that the pain was improving and the swelling was resolving. Exam of the left knee showed it to be markedly enlarged, warm, with no erythema. Range of motion limited to 45 degrees of flexion and 10 to 15 degrees of extension. Pain with active and passive range of motion. They were seen in 2003 and stated that their left knee pain has almost resolved but remains with stiffness. Was seen in 2003 and continues to complain of decreased range of motion in the left knee. Has minimal pain but the knee is not the same as before the reaction occurred. Exam showed the left knee to be enlarged and warm with range of motion at 90 degrees of passive flexion and 5 to 10 degrees in extension. The patient was seen by another physician in 2002 on an emergency basis with pain in the left leg. They have a history of arthroscopic knee surgery. The left knee is markedly swollen with effusion. Their reflexes were hypoactive. The knee was aspirated of 100 cc's of cloudy fluid, which was sent for cultures and sensitivity. The patient was placed in vioxx (rofecoxib) and tylox (oxycodone and acetaminophen). They were diagnosed with an inflammatory effusion in the left knee, secondary to synvisc (hylan gf-20). The patient was seen in 2003 and the culture grew out alpha streptococcus. The knee was aspirated again and noted to have mostly synovial thickening prescription was given for keflex (cephalexin). The patient was seen in 2003 and the knee showed some thickening. Was seen in 2003 with a lot of synovial thickening but much improved. X-ray showed no lytic lesions. Placed on penicillin for prophylaxis. Physician stated that the patient needs a knee replacement to solve their problem but would be slow to proceed to ensure there is no active infection. Was seen in 2003 and the knee felt boggy. Sed-rate, cbc, and c-reactive protein ordered. Drainage of effusion, empiric treatment for a septic knee. Hot-cold packs and "tenz" machine. The knee was aspirated of 100 cc's of cloudy fluid. The pt was placed in vioxx (rofecoxib) and tylox (oxycodone and acetaminophen).

Event description:
A pt on hyalgan (sodium hyaluronate) experienced a "septic-like" left knee after second or third injection. The pt had osteoarthritis of the knee and had rec'd a full course of five injections in the right knee without sequelae. The pt returned approx 2 weeks later for a series in the left knee. According to the rptr, "shortly after the second or third injection" the pt noted severe swelling and pain of the knee that had been injected. The pt lives more than 100 miles from the rptr and so went to a local physician (orthopedist). The rptr spoke to this orthopedist who treated the pt at this time. The orthopedist stated that the pt had a reaction that resembled septic knee. The effusion was pus-like, but negative for culture. They drained the effusion and the pt is recovering. The orthopedist stated that this reaction wasn't uncommon and that they had seen it before. Corrective treatment: drainage of effusion.

Event description:
Add'l info rec'd 3/18/04: pt rec'd hyalgan injections two times in 2002. They rec'd their third injection to the left knee in 2003. Six days later, they developed an acutely swollen, red and tender left knee. Pt was seen by an orthopedic surgeon, who empirically treated them for a septic knee after aspiration and cultures. The cultures were negative and pt underwent physical therapy as their primary treatment. On pt's last dr visit in 2003, the pt had 80-90% improvement in their range of motion. Pt's pain had resolved (except for their baseline pain that they had prior).

Event description:
An internal review was done in 2004 and it was detected that the patient's orthopedic surgeon in 2002 also suspected "hyalgon" and stated that his working diagnoses were acute left-sided lumbar radiculopathy secondary to a chronic l-5, s-1 left sided disc herniation, diabetic neuropathy, inflammatory effusion of the left knee, secondary to synvisc or "hyalgon" reaction. MRI showed significantly good-sized posterolateral disc herniation at the l-5 level on the left side. There was no obvious paralysis in the lower extremity. Additional information received from the patient's physical therapist via their physician in 2004. In 2003, the patient had pain level of 5 on a 1-10 scale with 10 being excruciating pain and demonstrated a range of motion of -5-65 degrees left knee and a 2 out of 5 strength. By 2003, the patient had had 7 physical treatment sessions. Examination showed that the patient's current passive rom (range of motion) to the left knee is 100 degrees flexion in sitting. Pt lacked 5 degrees of extension. The physical therapist felt that the patient's range of motion and overall use of their left knee was increased at that point and time. By 2003, the patient was able to achieve in prone passive rom 90 degrees flexion with 100 degrees in sitting passively. Supine, pt was able to achieve passively -5 degrees extension. Pt had occasional difficulty in eliciting a quad set, however, with manual assist pt was then able to achieve this and hold. The physical therapist felt that the patient had achieved increased range of motion since the initial evaluation. It was believed that they were achieving a plateau near the 100 degrees flexion area. Additional information was received from the consumer via the legal department in 2004. The consumer reported that their leg is still not back to normal nearly a year and a half later. Pt stated that the physician who drew the fluid from their knee was convinced that the problem was a reaction to hyalgan, not the streptococcus. He stated that tile streptococcus could not have caused the problem that pt experienced. He also queried that if the streptococcus was the cause of the problem, how did it get into the product?